Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a main half height drawer 2 malfunction caused the station cannot power on. The field service engineer replaced hh pmc, hh 2.1 control pcba and reassigned drawer position to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that 3 south pyxis devices not communicating, cannot access the back to check the power cord. The customer tried to on and off, but issue was persistent. The issue is causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.